Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device shut down was due to a defective internal battery. The internal battery was replaced to address this issue. (B)(4).

Event description:
It was reported to resmed that an astral device shut down unexpectedly. There was no patient injury reported as a result of this incident.